Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complained of loss of vision in left eye. Approximately 2 months post-op, a yag was performed for capsular haze. Approximately two weeks after the yag, a vitrectomy and replacement of the lens due to z-syndrome were performed. Surgeon believes the cause of the event was "pre-existing maculopathy." The patent's prognosis was reported as "excellent for 20/40 vision." Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was not returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.